Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery due to an infection. The surgeon performed an irrigation and drainage (I&d) washout with patella and poly swap.